Event description:
An employee splashed cidex opa solution in the right eye when changing out expired solution. The employee was not wearing eye protection at the time of the incident. The employee was treated by rinsing the eye for fifteen minutes and was seen by an employee health physician.